Manufacturer narrative:
Correction: annex a code. H10: no product or photo was returned by the customer. The customer complaint of separation below the drip chamber could not be verified due to the product not being returned for failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this issue could not be identified without a replicated failure. While there is no sample available to confirm the failure, the customer has returned samples which have confirmed the same failure, under the same material and lot.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that failure of equipment (tubing). Rn was priming a 250ccns bag and spiked with bd alaris tubing. The tubing completely disconnected just below the IV chamber.